Event description:
The customer reported that several reservoirs leaked. The customer noticed insulin in pump reservoir compartment. The insulin was leaking past o-rings and the customer also noticed that air bubbles were present in reservoir.